Event description:
It was reported that two (2) solution administration sets leaked. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample and two (2) retention samples were evaluated. Visual inspection of the photographs and retention samples did not identify any abnormalities that could have contributed to the reported condition. Retention samples were under water leak tested and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.